Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 34mm tricuspid annuloplasty ring was implanted and explanted during the same procedure. The device was replaced with a 33mm non medtronic bioprosthetic valve due to the ring failing to repair the tricuspid. No additional adverse patient effects were reported.